Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced aphasia, weakness, short term memory loss and decreased sensation on the right side mouth/tongue. The patient was prescribed 12mg dexamethasone once per day for 5 days and 1000mg of levetiracetam once per day. The event was considered ongoing. If additional information is received, a follow up report will be submitted.